Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly which resulted in the pump shutting down. Customer confirmed pump display turned on when plugged into a power source. Subsequently, the customer received a button alarm. Reportedly, there was nothing pressing the button. The customer¿s blood glucose was (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.